Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal device was returned for product evaluation. The returned device included the locator, hemostasis sheath and carrier tube. The device was visually inspected and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned separated, and the carrier tube was in the fully rear locked position. The anchor and collagen were intact at the distal tip of the carrier tube and a minor kink was identified on the tubing. No other damage or issues were identified. Functional testing was performed by attempting to connect the carrier tube latches and hemostasis sheath. The components were able to be connected properly, and no issue was identified with device connection. The complaint was confirmed for a non-deployment pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that right femoral access was difficult to obtain. There was difficulty in advancing the angio-seal sheath. Once the sheath was in adequate position, they attempted to advance the device into the sheath and were unsuccessful. It did not click/connect together. They were able to keep access and opened another angio-seal. This time there were no issues with the sheath and the device was able to connect and click together and click back. However, on pull back the whole device pulled out and hemostasis was not obtained. They checked the device to see if anchor and collagen were still in tack and not in patient. There was no harm to the patient and no other treatment was needed due to the incident. There was no patient injury or surgical intervention required. The procedure performed was a cardiac catheterization. No blood loss was reported. Additional information was received on 20aug2024: they maintained access; however, manual pressure was applied.

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: date of birth: requested, not provided. A3b: gender: requested, not provided. A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.